Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was implanted on (B)(6), 2009. It was a difficult surgery with a compressed cochlea and an incomplete insertion. Up to now the child doesn't show any reaction. A post-operative CT-scan makes the physicians assume, that the electrode is extra cochlear. The pt will probably have to undergo repositioning surgery.